Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that it didn't seem like the stimulation was working as well to empty their bladder. Patient said that a few months ago they saw the local gynecologist and patient tried to empty their bladder by voiding and then they ran a bladder scan and was told that was retaining more urine than they would like to see. Patient said also increased the setting slightly because wasn't feeling stimulation sensation and did feel the stimulation after increasing the setting. Patient said that periodically takes antibiotics for infections and gynecologist ran test on august 13th which was positive and was started on antibiotics and took them for seven days until august 20th. Patient said last week was at healthcare provider office and they ran some tests and ran another bladder scan and again was told is retaining too much after voiding, still 700 cc. Patient said that healthcare provider suggested making an adjustment. Patient also said that over the weekend the pain got worse and went to the ER yesterday said they ran a culture however it won't be back until probably tomorrow, patient also said that they ran a routine test and was told that there was blood in their urine, and higher protein, what was typically seen when a person has an infection, also was told white blood cell count was high so received some antibiotic at the ER and started antibiotic at home. Patient services reviewed therapy information and general programming guidance. During the call, the patient said that they connected to implant and made a slight adjustment. Patient will track adjustments and will continue to track symptoms. Patient said will also measure urine output for a few days. Patient to monitor symptoms and keep their physicians updated on their situation. Patient said that managing physician is two hours away so was also referred to a local physician for regular follow up. Additional information was received from the healthcare provider (hcp). The patient did experience urinary retention prior to the device. It was unknown if the retention was worsened as a result of the device/therapy. Catheterization was a standard of care prior to the device. The hcp said the patient had not been seen by the doctor for these issues. It is unknown if the issue was resolved. It was unknown if the device/therapy caused or contributed to the bladder infection. The device was intended to treat noon-obstructive urinary retention and urge incontinence. The patient did have bladder infections prior to the implant. It was unknown if the bladder infection was related to the patient's underlying condition and unknown if it was resolved. They again said that the patient did not follow up with the hcp office for this but did see them in june 2025 and was doing well.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.